Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device did not fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abnormalities that would have caused or contributed to the reported condition. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.